Event description:
Device has been explanted and replaced with non allergan device.

Event description:
Patient reported "left side rupture." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: deformation device, wear abrasion, red particles in the shell and weight to the spec. Cloudy in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "left side rupture." Device remains implanted.